Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported anchor broke during insertion.

Manufacturer narrative:
Gtin: (B)(4). Alleged failure: handle pulled off. Probable root cause: design, poor handle connection, process, guide manufactured out of specification, improper assembly process, application, excessive force on guide. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported anchor broke during insertion.